Manufacturer narrative:
Since the source of the vapors in the room cannot be clearly identified and the evotech® ecr and cidex opa-c solution were both used in the room, asp has decided to report this event out of an abundance of caution. (B)(4) are related complaints from the same facility. This is the eighth report being submitted for a serious injury. Please reference the initial seven reports on manufacture report numbers: 2084725-2016-00032, 2084725-2016-00033, 2084725-2016-00034, 2084725-2016-00035, 2084725-2016-00036, 2084725-2016-00037, 2084725-2016-00038.

Event description:
In (B)(6) 2015, a customer initially reported seven (7) healthcare workers were experiencing respiratory symptoms and eye irritation from vapors in the endoscopy room of their facility. The customer now reports there is one additional healthcare worker who experienced symptoms also. They are unsure what is causing the vapors in the room, and it is uncertain whether or not a chemical spill contributed to this. The customer also reported there is poor ventilation in the room and are investigating this. The room consists of two evotech endoscopic cleaner and reprocessors (ecrs) with cidex opa-c solution that is contained within the unit. In addition, the customer reports they manually soak and clean their instruments using metricide opa solution in an open basin prior to putting in the evotech ecr. This report is for healthcare worker (hcw) #8. At this time, it is unknown what symptoms the hcw is experiencing and if the hcw has recovered. Several attempts have been made to follow-up with the customer and have been unsuccessful. Asp will continue to follow-up for additional information. An advanced sterilization products (asp) field service engineer (fse) was dispatched to the site to inspect and service the evotech ecr units. No problems were found with the units and no odor was detected.

Manufacturer narrative:
The reported healthcare worker's symptoms included nasal congestion, sneezing, hoarseness, coughing, shortness of breath and wheezing which begain around (B)(6) 2015. The healthcare worker was seen by a doctor, but no medications were prescribed for the symptoms which lasted 2-3 weeks. The healthcare worker is reported to have recovered. Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and the unit met manufacturer specifications at the time of release. No issues were related to this failure mode. The sra was reviewed for the issue of "respiratory reaction" with "exposure to toxic and corrosive material" and the risk was determined to be low. Upon further follow-up, the customer states the following steps were taken to resolve the issue: the air ventilation system in the room was re-vented to the outside which increased the air exchanges in the room from 10 to 17 per hour. The air exchanges were measured and found to be within specification. An industrial hygienist was contracted in january 2016 to review and evaluate their processing procedures and meet with each healthcare worker to ensure proper procedures are being followed. The customer states they are no longer experiencing issues. No problem could be found in regards to the functionality of the evotech¿ ecr. The likely assignable cause can be attributed to poor ventilation, however, this could not be verified. The issue will be tracked and trended. No further investigation is necessary at this time.